Event description:
Adverse event reported in 2009 verbally by a surgeon to the vp of international sales at a conference in other country indicated, he recalled roughly a year ago, a patient death was associated with a mitral valve procedure and implantation of a mitral ring which allegedly involved an estech product.

Manufacturer narrative:
During our investigation, the alleged incident reported could not be confirmed. There was no record that an estech product was used during the surgical procedure nor that the complication was related to the alleged procedure performed. In addition, the surgical and pathology reports provided by the hospital showed no evidence that an estech product was associated with or caused the adverse event. No product was available for return nor lot number indicated in the report for traceability or further investigation.